Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company¿s device that used in this study: temperature probe (sensitherm; st. Jude medical), 8.5f sheath (sl1; st. Jude medical). (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with symptomatic persistent atrial fibrillation underwent radiofrequency ablation and suffered a false aneurysm which required surgical repair. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿laser balloon or wide-area circumferential irrigated radiofrequency ablation for persistent atrial fibrillation a multicenter prospective randomized study.¿ the purpose of this study was to compare efficacy and safety of the laser balloon (lb) with wide-area circumferential pulmonary vein isolation using irrigated radiofrequency current (rf) ablation and 3-dimensional mapping. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown.